Manufacturer narrative:
Customer service conducted troubleshooting with the customer including; verifying there was no milk backup; verifying the user was using the correct kit components; verifying the user was washing parts according to the instructions for use; disassembling, inspecting, cleaning and reassembling kit and tubing set; verifying the user was not washing or drying the tubing on the pump; and verifying the user was using dry parts when pumping. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 11/17/2021, the customer indicated that she developed mastitis approximately 2-3 weeks postpartum and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and her mastitis was resolved. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 11/29/2021 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that the suction was not working on her pump in style maxflow breast pump. She further alleged that she is engorged and has mastitis.